Event description:
It was reported that stimulation was intermittent. Impedances were all good. The battery voltage was 2.4v. The need for replacement will be discussed with hcp. Add'l info will be provided when it becomes available.

Manufacturer narrative:
(B)(4).